Manufacturer narrative:
G4: 05nov2020. B4: 05nov2020. Attempts were made to obtain further information regarding the device repair. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10aug2020.

Event description:
The customer is reporting the v60 touchscreen will not calibrate after completing software upgrade to version 3.00. The customer reported that the problem was discovered after completing software update. The customer contacted product support and advised the customer that he may be able to swap a user interface from another v60 and downgrade the software to version 2.10. The customer then can attempt to update the software again to version 3.00. Product support emailed the customer v60 software version 2.10. Product support advised the customer that he will likely have to replace the v60 touchscreen. The customer reported that the unit was not in use on a patient.